Event description:
It was reported that device entrapment occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was used to dilate a lesion several times. The device was inflated at 25 atm prior to removal. During removal, the non-boston scientific guidewire become stuck in the wire lumen of the nc emerge. The device was removed together with the guidewire and the procedure was completed with another of the same device. No patient injury was reported.